Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked to clarify their "device not working" comments, the patient repeated that the device was not working as well as it used to. For years, their residuals were only 30cc and prior to getting their replacement ins, the patient's residuals were at 280cc. Patient reported the new nurses were not familiar with the older models as most patients have MRI compatibility. Patient stated their new system resolved that issue. Patient reported they did experience urinary retention prior to receiving the device. Patient did not indicate if their retention had worsened as a result of the device/therapy and stated they had their settings changed on (B)(6) 2024; the full benefit of those changes was not yet known. Catheterization was not the patient's "standard of care" prior to receiving the device.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the stimulator is not working as well as it should. The patient stated that they have had residuals and intense stimulation that wasn't subsiding. The patient recently had a follow up appointment where the healthcare provider (hcp) switched the patient to a different program. The patient is currently monitoring symptoms. Patient inquired about the differences between the programs, and asked if one in specific will give the patient good therapeutic benefit. Agent reviewed information. Patient is moving, and requested that physician listings be sent to them, agent emailed listings to patient. Upon further review. Patient also stated that their hcp told them that they might have to consider catheterization due to their residuals being so high. Patient reported that prior to their current implant their residuals were about 60cc's, however with their current implant the residuals are about 200cc's. Patient stated that they are glad their new device is MRI compatible but they have not received the same results as they previously had.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.